Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). Follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit will not power on.the customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 10-oct-2019. Date of report: 14-oct-2019. Per service engineer, philips provided a quote to the customer for the parts. The customer ordered a power management (pm) board and lcd assy. No repairs were done by philips engineers. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit will not power on. The customer reported there was no patient involvement. Event date not specified; estimate used.